Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having their right ventricular (rv) lead electively replaced, but during the procedure, the extraction laser perforated the superior vena cava and the patient had an enormous loss of blood and the patient died.